Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. This report is being filed on an international product, model number 78802-01, which has a similar product distributed in the u.s., model number 71992-01. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified scan result on the adc device that was higher than they felt. It is unknown whether the customer noted a trend arrow on the device. The customer did not experience any symptoms but was unable to self-treat. A healthcare professional (hcp) administered 8 units of novorapid when the sensor displayed 353 mg/dl, while a capillary test showed 81 mg/dl. The hcp then provided two milk rolls, a madeleine, and a fruit puree pouch as treatment. There was no report of death or permanent impairment associated with this event.